Event description:
Procedure: hysteroscopy with hydrothermal ablation, dilation and curettage. While using the tahe hta machine, the machine malfunctioned two times during the procedure and required an additional 2 hta set-ups to perform the procedure. The procedure was performed without incident the third and final time. The hta machine did not appear that the hta cassette and tubing was the problem. The machine is sensitive and requires us to use a whole new set-up if the machine gives an error message. Failed tubing/cassette units were replaced two times (because it was unable to calibrate). No apparent problems with hta unit. No injury to patient.